Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range. A clog was found in the reagent 1 (r1) probe, and the probe was replaced. Siemens is investigating the issue.

Event description:
Three discordant, falsely low enzymatic creatinine_2 (ecre_2) results were obtained on three patient samples from three patients on an atellica ch 930 analyzer. The discordant results were reported to the physician(s) and were questioned. The samples were repeated for ecre_2 on the same analyzer, recovering higher. The higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low ecre_2 results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00080 on 17-mar-2022. Additional information (01-apr-2022): a siemens customer service engineer (cse) was dispatched to the customer site. The cse troubleshooted the instrument. During the troubleshooting the cse found a clot and replaced reagent 1 (r1) probe. Contributing factors such as sample integrity issues and preanalytical variables cannot be ruled out as potential causes of the event. The system is performing according to specifications. No further evaluation of this device is required.